Event description:
It was reported that the patient was experiencing high blood glucose. Customer's blood glucose was 435 mg/dl. Customer reported that the insulin pump alarmed no delivery and stated that she tried everything and it did not work. Customer will try 9mm mio infusion set and if it does not work she will request for new insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.